Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, a piece of the v-cutter broke off inside the pt. Dissection and harvesting of all branches had been performed with the v-cutter intact and working properly. The technique, described in the info for use (IFU), for ligation and cutting of the saphenous vein for removal from the leg, was not performed. The operator attempted an off label use of the v-cutter used with an endoloop suture ligation product. Vsp550 is not approved for this application. The operator has been instructed on prior training sessions that use of the endoloop is off label and to perform the technique detailed in the IFU. The saphenous vein was attempted to be cut after the endoloop had been placed. Torquing and counter traction to the vein was being applied, and during this attempt to cut the vein the v-cutter tip broke. The vein was not transected. The harvester was not replaced but removed from the tunnel. An incision was made in the upper thigh. The broken v-cutter piece was removed. The saphenous vein was then ligated, cut, and removed. There was no injury to the vein or pt. The incision was closed. The case was delayed 5 minutes.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).